Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, no capture issue was observed on the device. The patient experienced syncope due to complete heart block and severe heart bloc. Upon fluoroscopy imaging, lead dislodgement on the rv and ra lead and no capture issue at maximum output on the rv lead was observed. The atrial lead was functioning normally. A temporary pacemaker was placed and the pacemaker therapy was turned off to prevent oversensing on the temporary pacemaker. Programming changes were made. The patient was stable at the time of the device interrogation and during the programming changes.